Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that the stimulation was felt in the wrong location - chest and rib area and never in the back. It was stated that the change in therapy/symptoms were considered to be sudden. The patient stated she had one reprogramming session with the manufacturer representative (rep) and then afterwards the rep never showed up at her following appointment. It was indicated that the patient had to switch to another neuro surgeon who ordered a myelogram and was told that leads were broken in half. As a result the complete system was removed on (B)(6) 2016 and her physician has suggested pain pump and she was considering that option.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.